Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2010 and (B)(6) 2013 and mesh and ams bioarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2010 along with concurrent hysterectomy due to sui. It was reported that following insertion the patient experienced, urinary problems, bleeding, and dyspareunia. It was reported that patient underwent another implant which was a ams product on (B)(6) 2010. It was reported that patient underwent a mesh implant and placement of midurethral sling on (B)(6) 2013. It was reported that patient underwent a mesh repair/placement on (B)(6) 2013. No additional information was provided.